Event description:
It was reported that device detachment and stent dislodgement occurred. The 2.50 x 20mm synergy xd drug eluting stent was advanced but failed to cross the target lesion. The delivery system broke into two pieces and the stent fell off. There was no adverse patient event.